Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A 2.25x24mm synergy¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. The device was removed and upon inspection, it was noted that the stent struts were lifted. The procedure was completed with implantation of a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that close to the mid-section of the stent from the proximal end of the stent, a stent strut was lifted. The stent od (outer diameter) for the undamaged section of the stent was measured and is within the maximum crimped stent profile. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A 2.25x24mm synergy¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. The device was removed and upon inspection, it was noted that the stent struts were lifted. The procedure was completed with implantation of a non-bsc stent. No patient complications were reported and the patient's status was good.